Event description:
Caller reported a malfunction on pump, unable to reset malfunction code. No notable events occurred prior to malfunction, and there was no exceedance of customer's blood glucose level beyond 500 mg/dl; there was no adverse impact to blood glucose level. Customer planned to use multiple daily injections as backup therapy while a replacement pump was sent. Customer was informed about receiving a pump with updated software and about procedures for using it, including waiting for g7 sensor sessions to end before inserting new sensor. Instructions on storage mode were provided to the customer and acknowledged. Technical support confirmed shipping details and advised customer on steps to follow upon receiving replacement. Customer agreed to return faulty pump to tandem within ten days using provided return box and pre-paid label.